Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, tack did not stick to the tissue, and tack remained at the tip of the shaft. The surgeon replaced the device and completed the procedure. No injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. No visual abnormalities were noted with the device. Microscopic evaluation revealed scratches on the inner tube of all three reloads. During functional testing, the instrument made a clicking and crunching sound and the gear popped. The first tack did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the tack not advancing is due to the damaged spur gear. It was determined that during assembly the two handle halves were not screwed together with the appropriate torque output. When the instrument was cycled the force needed to properly deploy the deep purchase tacks could not be obtained and resulted in damage to the internal gears. This damaged causes the tack to not deploy or seat properly in the tissue. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.